Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recu0712 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the powerpicc was damaged during infusion of saline (300 ml per hour). It was stated that above the site of catheter implantation, the nurse noticed an increase of local edema (tissue infiltration). The infusion was stopped. The doctor was called. The catheter was removed.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed from the damage observed in the catheter tubing and the cause of the damage appeared to be associated with use. One 4fr single-lumen (s/l) powerpicc solo was returned for investigation. The catheter exhibited evidence of use. The catheter had been trimmed to length at the 36cm depth mark. Biological residue was observed within the extension leg and on the external surface of the catheter between the 2 and 5 cm depth marks. The 0, 3, 4, 5, and 6 cm depth marks were worn from the catheter. The catheter exhibited a curve in the tubing between the 2 and 5 cm depth marks. A semi-circumferential split was found in the catheter at the 4cm depth mark. A microscopic examination of the split revealed wrinkling in the catheter material along the edges of the split. The adjoining surfaces of the tubing were rough and granular. Whitening of the catheter material was observed at each terminus of the split. A functional test revealed fluid leaking from the split in the tubing. A tactual investigation revealed that the catheter had the tendency to kink at the location of the split in the tubing. The wall thickness of the catheter was found to be within specification. The characteristics of the split observed in the returned catheter indicate that the tubing was placed in a location that was susceptible to bending. The repeated kinking of the catheter most likely stressed the tubing to the point where the catheter material split open. The complainant reported localized edema, which may have been a result of fluid leaking from the split in the catheter. The powerpicc instructions for use (IFU) indicates to avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort. A lot history review (lhr) of recu0712 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the powerpicc was damaged during infusion of saline (300 ml per hour). It was stated that above the site of catheter implantation, the nurse noticed an increase of local edema (tissue infiltration). The infusion was stopped. The doctor was called. The catheter was removed.